Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during implant this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range pacing impedance measurements on the left ventricular (lv) lead, measuring greater than 2000 ohms. It was noted that the out of range measurements occurred with electrode 1 and the other electrodes impedance measurements were within normal limits. Boston scientific technical services (ts) discussed that the nominal impedance range for this lv lead is 200-3000 ohms and electrode 1 has a smaller surface area compared to the other electrodes. The physician elected to use a different vector with lower impedance measurements. This crt-d system remains in service. No adverse patient effects were reported.